Event description:
It was reported after the implantable neurostimulator (ins) was implanted a power on reset (por) message was received when the manufacturer representative attempted to program the device. It was noted the representative re-entered the device serial number and would program the ins. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3037, serial # (B)(4), product type programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the power on reset (por) took place "probably due to cautery exposure during surgery." It was stated that "these are typically parity pors" that could be "easily cleared without incident." It was later reported that the device was programmed and the implant was "working well."